Manufacturer narrative:
This report is submitted on 19 april 2021.

Event description:
Per the clinic, the patient experienced poor performance with device use after sustaining a head injury. The device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 2, 2021.